Event description:
The customer reported that the unit failed to boot up to the normal boot up screen.

Manufacturer narrative:
The customer reported that the unit failed to boot up to the normal boot up screen. A philips field service engineer went to the customer site, and verified the reported failure. Replacement of the display resolved the issue.